Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascualr treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. It was reported that the pt was lost to follow-up and presented with a ruptured aneurysm in 2004. The stent graft was explanted. The explanted stent graft has not been returned to medtronic.